Event description:
It was reported that insertion of the activation of the intra-aortic balloon (iab) the device did not assist as needed. Under fluoroscopic exam no inflation of the balloon was noted. When the iab was removed, it was still not inflated. A new iab was inserted and this iab functioned properly. There were no reported pt complications.